Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component. However, this cannot be confirmed because the component was not returned for evaluation and images were not provided. Section h11: *the following sections have corrected information: (d1) brand name: cc femoral sz 3. (D4) catalog number: 208-01-03, expiration date: 22-mar-2023, serial number: (B)(6), unique identifier (UDI) #:(B)(4). (H4) device manufacture date: 26-mar-2018.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d6a, h6. The revision reported may have been the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component. However, this cannot be confirmed because the component was not returned for evaluation and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10: (h3) pending evaluation.

Event description:
It was reported that this 67 y/o male patient's left knee was revised for a second time. First revision is captured in (B)(4). Patient started experiencing aseptic loosening of the femoral components in 2022 but the cause is not clear and was finally revised in 2023.